Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system, the safety mechanism failed which left the needle exposed. There was no report of medical intervention or serious injury.

Manufacturer narrative:
Investigation summary: DHR review: lot 8087800; was built on nfa line 1 from 29mar2018 through 04apr2018 for the quantity. There was no indication of the failure as there were no related reject activity findings throughout the build of this lot that would impact upon the quality relevant to the defect of the product as stated in the pir. There were 2 ip non-related qns initiated during the build of this lot. All required challenge samples and testing during the build of the catheters was performed per specifications, in accordance with the in-process sampling plans. Observation and/or testing; could not be conducted for the alleged defect of needle shielding failure because no units (samples) or photos were provided for this incident. Although the failure described in the pir could not be identified nor confirmed, this type defect is currently under investigation and a definite root cause has not yet been established. Corrective/preventative actions are pending on the current investigation being conducted: the defect of needle shielding failure is currently under investigation under (B)(4).

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system, the safety mechanism failed which left the needle exposed. There was no report of medical intervention or serious injury.